Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.